Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. This lead was successfully repositioned. The procedure went smoothly and all measurements were within specification. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.